Event description:
It was reported that the iab was inserted in 2005 via sheath in left femoral artery. The next day, patient was transferred to ICU and at that time blood was noted in helium tubing. The iabp also experienced helium loss alarms. The iab was removed. A re-insertion was not required. No patient complications were reported.

Event description:
It was reported that the iab was inserted on 8/10/2005 vis search in left femoral artery. On 8/11/2005, pt was transferred to ICU and at that time blood was noted in helium tubing. The iabp also experienced helium loss alarms. The iab was removed. A re-insertion was not required.